Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. The trace and history files were successfully downloaded using thump. All buttons functioned properly during testing. The pump was cut open and the keypad overlay/button dome switch layer was removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. All buttons functioned properly and the pump passed all functional testing. Unresponsive keypad anomaly is not confirmed. High bg anomaly is not confirmed. The pump history file lists two (2) boluses on the event date, 11/25/2024, listed below: 11/25/2024 11:45:31.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 20000 (2 u) bolusamountdelivered: 20000 (2 u) 11/25/2024 17:46:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) there were no auto suspend events on the event date, 11/25/2024. There were no user suspend events on the event date, 11/25/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and keypad anomaly. The customer reported hyperglycemia and hypoglycemia treated with manual injection/insulin pen and glucose/carb intake respectively. The event involved product(s) mmt-1884, mmt-332a, mmt-396a. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for the keypad anomaly. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned. Product return requested for mmt-332a. Customer declined to return, or is unable to return. No product return is required for mmt-396a.